Manufacturer narrative:
The genomic dna sample was sent to grifols ih center for bi-directional sequencing. Sequencing interrogated jk gene exons 3 to 10 and znf850 gene exons 2, 3 and 5 and no variant was found. The genotype for kidd blood group obtained by ID core xt and sequencing was the same, jk*a homozygous. ID core xt reported a predicted jka+ phenotype, but two serology tests reported jka- result. Sequencing does not explain the jka antigen discrepancy but confirm the ID core xt results.

Manufacturer narrative:
The genomic dna sample was sent to (B)(4) for dna sequencing of slc14a1 gene (exons 3 to 8), which codify for jk antigens, and no variant was found. The genotype for kidd blood group obtained by ID core xt and sequencing was the same, jk*a homozygous. ID core xt reported a predicted jka+ phenotype, but two serology tests reported jka- result. Sequencing does not explain the jka discrepancy but confirm the ID core xt results. An investigation is still on going to see if a limitation and then a malfunction of ID core xt related to limitations 1 and 10 described in the package insert is possible.

Event description:
Site reports discrepancy between ID core xt and serology results. Serology: jka negative. ID core xt: jka positive.